Manufacturer narrative:
(B)(4). 1. External visual inspection: pass. 2. Transmitter voltage test: fail (0 vdc).

Event description:
Product was returned for investigation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed at (0 vdc)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of the failed transmitter error. No injury or medical intervention was reported.